Manufacturer narrative:
(B)(4).

Event description:
The pt experienced (B)(6) infection. The entire system was explanted. Additional information has been requested from the hcp, but was not available as of the date of this report.